Manufacturer narrative:
User facility contacted magellan's product support team to report that the user could smell burning rubber coming from the ac adapter and that ac adapter was hot to the touch. Product support (ps) verified the user did not seek medical attention and stated that no one was burned or hurt. Ps advised the customer to quarantine the instrument and ac adapter. The instrument, wlc04660 and ac adapter was returned to magellan. Case #: (B)(4).

Event description:
User facility contacted magellan's product support team to report ac adapter smelling like burning rubber and was hot to the touch.